Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the scanner was not working. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter addr 1 - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the scanner was not working, and user experienced a beeping sound, but no light was coming from it, and they were unable to retrieve medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was failed and user hearing a beeping sound but observed that no light was coming from the scanner. A field service engineer (fse) replaced the cable on the scanner and tested its functionality, confirming it was working properly. An extra cable was left with the customer, who agreed to use it for future replacements if needed. The system functioned as intended after the field service engineer repaired the device.